Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per functional testing, damaged printed circuit board (pcb), corroded drain fitting, cracked tank cover, and stripped interlock block. Per functional testing, there were broken or damaged parts of the hotline confirming the complaint. The root cause was user interface from careless use of the device and wear and tear. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the damaged parts. Replaced the pcb, drain fitting, tank cover, interlock block, and reflux plus. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported that there were broken parts. There was unknown patient involvement and unknown patient harm/adverse event reported.